Manufacturer narrative:
(B)(4). Concomitant medical products: unknown knee bearing cat#: unk, lot#: unk. Unknown knee tibial tray cat#: unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2018- 00035, 0001822565-2018-00037.

Event description:
It was reported that patient underwent left total knee arthroplasty and currently experiencing extreme pain.

Manufacturer narrative:
Upon receiving additional product information, it was determined to report this event under manufacturing report number 3007963827-2018-00103.